Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Nit was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 5f sheath after a peripheral angioplasty procedure. Reportedly, the starclose se clip applier would not insert into the exchange sheath. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported difficulty inserting the clip applier into the exchange sheath could not be confirmed as the device was returned with the sheath fully engaged. A conclusive cause for the reported difficulty inserting the clip applier into the exchange sheath could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.